Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-4068-90 serial number, (B)(6), was received for investigation. Functional tests with a closed wire loop did not find resistance when it was passed through. Visual inspection did not find issues with the returned part. No problem found.

Event description:
It was reported that during a shoulder arthroscopy the lasso wire could not be moved forward and became stuck. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.